Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the coude catheters were straight. Also, reportedly, the tip of the catheter was too curved, almost like a circle. Per sample evaluation, it was found that one catheter was misaligned with its coude indicator and the other catheter contained a bend that caused a misaligned coude indicator.

Event description:
It was reported that the tip of the coude catheters were straight. Also, reportedly, the tip of the catheter was too curved, almost like a circle. Per sample evaluation, it was found that one catheter was misaligned with its coude indicator and the other catheter contained a bend that caused a misaligned coude indicator.

Manufacturer narrative:
The reported event was confirmed. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. As the products were returned unopened, they were not used for diagnostic or treatment purposes. A potential root cause for this failure mode could be "operator or machine error". A labeling review is not required as the reported event is confirmed manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.